Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information indicated arteriotomy closure of a mildly calcified and mildly tortuous common femoral artery was attempted using a perclose proglide device.

Manufacturer narrative:
(B)(4). It was reported that mild calcification was noted in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Initially the device was reported not returning; however, the device was returned for evaluation. The reported needle-to-cuff miss was not confirmed. Analysis of the device indicated the needle plunger remained in a pre-deployed position and there was no slack on the link. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. Another proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. It was not specified if the operator was trained in the use of the perclose proglide device. No additional information was provided.